Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
The lead was returned to the manufacturer post mortem. The lead was subsequently analyzed and tested out of specification. The cause of death was not related to the lead or out of specification finding.